Event description:
It was reported that a patient¿s trial began four days prior to the report and she took the dressing off per the doctor¿s instruction. The day prior to the report, the patient saw the ¿settings not available¿ screen on the external neurostimulator (ens) controller. She still had symptom relief but was a little incontinent. There was 50 percent or greater symptom reduction. The cause of the event was frayed wires. The patient removed the dressing and frayed the wires, so the trial was ended and she needed a stage 2 trial. Her symptoms and issues were ongoing and she was scheduled to have a stage 2 trial on (B)(6) 2015.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. Product ID: 3537, product type: programmer, patient. (B)(4).